Manufacturer narrative:
One portex ® uniper® adjustable flange tracheostomy tube was returned for analysis in used condition. Visual inspection of the tracheostomy tube showed no issues. The inflation test was repeated on the received sample and no leakage was observed after 12 hours.

Event description:
It was reported that "balloon lost tautness slowly after inflation" after intubation. No serious injury was reported in connection with this incident.